Event description:
As reported via the excellent study ((B)(6)), a 72-year-old female (subject (B)(6)) with a history of atrial fibrillation and active smoking presented with an unwitnessed wake up stroke. Last time seen well was on (B)(6) 2023 at 23:00. Symptoms were first observed on (B)(6) 2023 at 06:15. The patient was presented to the treating hospital on (B)(6) 2023 at 07:52, where CT imaging confirmed an ischemic stroke. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic¿. The patient¿s baseline nihss score was 12 and modified rankin scale score mrs score was ¿0- no symptoms¿. On (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy using an embotrap iii 5 mm x 37 mm ((B)(6)) for an occlusion at the left m2 segment of the middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st and 2nd pass were made using the embotrap iii device and resulted in a mtici score of 2b, with no clot retrieval. The 3rd and 4th pass were made using a 3mm x 40mm solitaire (medtronic) device, due to ¿persistent clot, anatomical challenges, and difficulty accessing/crossing the clot¿, and resulted in a mtici score of 2b, with no clot retrieval. During the procedure, a guidewire was used, but the brand was not specified. A 0.018 rebar microcatheter, a 132cm large bore 71 catheter (ic71132ug/ 31054024) and an emboguard 87, 95 cm (bg8795u/ 0000176449) were also used. The patient¿s 24-hour post-procedure nihss score was 22. The patient¿s seven-day post-operative assessment was done on (B)(6) 2023 with an nihss score of 22 and a mrs score of ¿5-severe disability. Bedridden, incontinent, and requiring constant nursing care and attention¿. The patient¿s discharge information has not been entered into the crf at the time of this review. On (B)(6) 2023, the patient experienced the events of ¿neurologic deterioration¿ and ¿symptomatic [intracerebral hemorrhage] ich¿, which was made aware to the principal investigator (pi) on (B)(6) 2023. The pi assessed both events as not serious, moderate in severity, and unrelated to the embotrap iii study device, unrelated to the large bore catheter, but possibly related to the primary surgical procedure. The events did not require medical intervention/treatment. Both events are noted as ¿recovering/resolving¿ in the crf at the time of this review. Additional information was received on (B)(6) 2023. Summary of the information provided: the information confirmed that the events of ¿neurologic deterioration¿ and ¿symptomatic [intracerebral hemorrhage] ich¿ occurred post-procedurally. Regarding whether the procedure was completed successfully, it was commented ¿tici 2b after four passes during mechanical thrombectomy, after which balloon angioplasty was performed and final run was tici 2c¿ (a tici score of 2c indicates near-complete perfusion, except for slow flow in a few distal cortical vessels or presence of small distal cortical emboli). Regarding the treating physician¿s assessment on possible causes or contributors to the events, it was reported ¿he feels that the procedure itself and being on aspirin may have contributed to the events¿. It was further commented, ¿for context, the [intracerebral hemorrhage] ich was a trace [subarachnoid hemorrhage] sah that was identified in the 24 hours follow up period. On (B)(6) 2023, repeat [computed tomography] CT showed that the sah remained stable, unchanged but that there was a new 2 mm l to r mls (left to right midline shift). Neurosurgery was consulted but no intervention was done, and they signed off. Most recent imaging on (B)(6) 2023 demonstrated that both the [subarachnoid hemorrhage] sah and the [midline shift] mls were stable and unchanged".

Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier: (B)(6). The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified. Intracranial hemorrhage and neurological deterioration are known potential complications associated with the use of the embotrap iii, embovac, and emboguard devices and are listed as such in the instructions for use (IFU) for all three devices. There were no alleged quality issues related to the devices used, as the devices performed as intended and no new patient consequences have occurred related to the use of devices. The embotrap iii device has an intended use of up to three passes; the device use was terminated at the discretion of the treating physician, based on ¿persistent clot, anatomical challenges, and difficulty accessing/crossing the clot¿. The events of ¿neurologic deterioration¿ and ¿symptomatic [intracerebral hemorrhage] ich¿ were assessed by the pi as unrelated to the embotrap iii study device, unrelated to the embovac large bore catheter, but possibly related to the primary surgical procedure. However, these events occurred on the same day as the procedure and the relationship between the devices and the adverse events of ¿symptomatic [intracerebral hemorrhage] ich¿ and ¿neurologic deterioration¿ cannot be ruled out. Therefore, these events will be conservatively reported to the us FDA under criteria 21 cfr 803 with a classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00138, and 3011370111-2023-00139.

Manufacturer narrative:
Product complaint #(B)(4). Section b5: modified information was received on 02-oct-2023. Summary: regarding the event of ¿progression of index stroke¿, the severity of the event was updated from ¿severe¿ to ¿moderate¿ and the answer value for ¿is the adverse event serious?¿ was updated from ¿yes¿ to ¿no¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 20-sep-2023. Summary: regarding the event of ¿symptomatic intracerebral hemorrhage¿, the pi¿s assessment of the event, as ¿unrelated to the embotrap iii study device, unrelated to the large bore catheter, but possibly related to the primary surgical procedure¿ was updated to possibly related to the embotrap iii study device, possibly related to the large bore catheter/embovac aspiration catheter, and possibly related to the primary surgical procedure. Modified information was received on 21-sep-2023. Summary: regarding the event of "neurologic deterioration", the event term was updated to ¿progression of index stroke". The relationship of the event to the primary study procedure was updated from "possible" to "not related". A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: modified information was received on 08-feb-2024. Summary: regarding the adverse event of ¿progression of index stroke,¿ the outcome was updated from ¿recovering/resolving" to "recovered/resolved with sequelae," with an end date on (B)(6) 2023. Regarding the adverse event of ¿symptomatic intracerebral hemorrhage,¿ the outcome was updated from ¿recovering/resolving" to "recovered/resolved with sequelae," with an end date on (B)(6) 2023. The modified information received on 08-feb-2024 has been reviewed. For clarification, due to both events, ¿progression of index stroke/ neurological deterioration and symptomatic intracerebral hemorrhage,¿ occurring simultaneously, it is difficult to clinically distinguish the cause of the resulting midline shift. The cause may have been related to the inflammatory cascade resulting from the initial stroke or may have resulted from unrecognized device-related vessel trauma during the four retrieval attempts of the procedure. The used devices as a contributing cause of the events cannot be ruled out entirely and the events resulted in ongoing neurological deficits for the patient. Therefore, no changes regarding the reportability determination nor coding were required. The file remains usfda reportable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.